Manufacturer narrative:
A review of lot# 3158079 showed that (B)(4) units were manufactured, tested, inspected and released in january 2016 citing no anomalies. Not received to date.

Event description:
Complaint received regarding unspecified qtys. Of sn1206a, oncology administration set, lot# 3158079 (mfd. 01/16). The translated report states, "I would like to report problems with zytomed administration set onko iii lot 3158079. Whenever the infusion system is connected with this connecting piece, there are disconnections or leakage of cytostatics time and again. Several urgent messages have already been sent to medicus. In this form, this connection is a major risk factor for us." Follow up in progress. Unknown whether issues occurred during preparation or during actual chemo infusions. There were no reported operator or patient injuries/adverse consequences.

Manufacturer narrative:
Lot review: a review of lot# 3158079 showed that (B)(4) units were manufactured, tested, inspected and released in january 2016 citing no anomalies. Receiving inspection: 8/30/2016 - received the following devices: one used sn1206a, oncology administration set, reported lot# 3158079, one used bbraun pumpset, one used equahield connector. Functional testing: the following setup was returned for investigation: bbraun pumpset --> sn1206a --> equashield it was observed that the spike of the bbraun pumpset was inserted into the sn1206a spike adapter tubing such that the tubing came in contact with the spike filter vent. This is a very secure connection depth. The sn1206a assembly and the connection to the bbraun drip chamber spike were pressure leak tested. No leakage was observed at any location along the fluid path. The connection strength between the bbraun spike and the sn1206a spike adapter tube was pull tested. At 32.26lbf the spike had not separated from the sn1206a spike adapter tube. Final analysis summary: the complaint of disconnection and leakage between the sn1206a spike adapter tubing and the mating bbraun spike was unable to be confirmed or replicated. The spike was returned securely inserted into the spike adapter tubing so as to prevent leakage and disconnect during normal use. Assuring that the bbraun spike is fully inserted into the sn1206a spike adapter tubing will minimize the potential for premature disconnect and subsequent leakage. (B)(4) did in house servicing and trained the hospital of the proper method of connection. They now understand the proper technique for a good connection and all of the units that were connected did no exhibit any leakage.

Event description:
Complaint received regarding unspecified qtys. Of sn1206a, oncology administration set, lot# 3158079 (mfd. 01/16). The translated report states, "I would like to report problems with zytomed administration set onko iii lot 3158079. ..... Whenever the infusion system is connected with this connecting piece, there are disconnections or leakage of cytostatics time and again. Several urgent messages have already been sent to medicus. In this form, this connection is a major risk factor for us." Follow up in progress. Unknown whether issues occurred during preparation or during actual chemo infusions. There were no reported operator or patient injuries/adverse consequences.